Event description:
It was reported that the zimmer ats 1200 was not keeping pressure. Despite multiple follow-up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow-up medwatch will be submitted once the device has been returned and the investigation is complete.